Event description:
The lesion was in the rca, but very distal. As the lesion could not be reached, the ultra device was removed and the bmw guide wire was replaced with another company's guide wire. When the ultra device was reinserted, it did not advance through the femoral artery. An attempt was made to remove the ultra device; however, the device would not move. Another company's guiding catheter was replaced with another company's sheathe in order to attempt to remove the ultra device. The patient was then sent for a femoral cut down (surgery), in order to remove the device. No additional information was available.